Manufacturer narrative:
(B)(4). Date sent: 9/8/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a oophorectomy (bilateral) the incident occurred. Immediately after the surgeon started to work in the abdomen, after several cuts of tissue with the harmonic, the device stopped working and the generator gave an error message - replace instrument. Even after disconnecting the device and reconnecting it and turning off the generator and turning it on, the device did not work again. The surgeon asked to replace the device with an enseal and continued with the surgery. The surgery ended without complications and the enseal worked properly. The surgeon knows the harmonic and uses it regularly in his surgeries. He has a lot of experience with the device and is satisfied with its performance. No damage was caused to the patient from the malfunction and further surgery was not delayed. After removing the device and stopping its use, while cleaning it, the blade broke (outside the abdomen). There were no fractures left in the patient's abdomen and this did not affect the surgical procedure. The procedure was completed successfully and there were no patient consequences.